Event description:
Reporter stated that patient received the following results, with two different meters within 2 minutes: 100 mg/dl (mobile system) and 50 mg/dl (aviva system) customer was having unspecified hypoglycemic symptoms at the time of the results. No treatment required. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the aviva system.